Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her blood glucose was 589 mg/dl last night and she had no delivery issues on the insulin pump. Customer stated that she received no delivery alarms for the past 2 days. Customer changed the site and everything. Customer stated that it worked yesterday if she rewound and started over. Customer stated that the pump would work for a couple hours and then she would get no delivery alarms all night. Customer stated that she received no delivery alarms late in the day on thursday and also a couple of times yesterday. Customer stated that she had new tubing and a new reservoir and then a new site last night while using the same reservoir. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis.